Event description:
The surgical blade broke during use and the pieces were retrieved from the surgical site.

Manufacturer narrative:
During a shoulder arthroscopy, the surgeon was cutting through muscle and the blade apparently broke. The pieces of the blade were retrieved from the surgical site without further incident. The blade was not returned for evaluation. There was no injury or need for further intervention as a result of the incident. This blade is a component in a customer surgical pack. The blade is manufactured by (B)(4). They will be notified of the incident. As the manufacturer of the device, they will make the determination if any corrective action is indicated.